Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and received blank display. Customer's blood glucose value was 476 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with stripped battery cap coin slot, cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.